Manufacturer narrative:
Customer reported device circuit breakers were in off position.

Event description:
The customer reported the ventilator would operate on backup battery power, but would not operate on ac power. The customer reported upon inspection of the unit both rear ventilator circuit breakers were found in the off position. The device was not in use on a patient therefore there was no patient involvement or harm. The customer reset both circuit breakers to the on position, and the ventilator was functional on ac power. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician replaced the circuit breakers as a precaution. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and it will switch over to backup battery power if available and alarm to alert the user; if a backup battery is not available the ventilator will alarm and shut down. Final applicable testing was completed and all tests passed to operating specifications.